Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during the withdrawal, and the guidewire could not be pulled out. There was no reported patient injury. There was no difficulty connecting the sheath with the exoseal vcd. The indicator wire cowling locked correctly, an audible click was heard, and pulsatile flow was observed. The device and sheath were retracted together until bleed back slowed or stopped. No black was shown on the indicator, the physician¿s thumb was not on the plug deployment button during retraction, and the indicator window did not show red. Upon removal, the indicator wire loop was deployed but could not be pulled. The patient was in normal condition post-procedure. The device was used after an intracranial artery flow diverter implantation, cerebral angiography, and percutaneous intracranial vertebral artery balloon angioplasty. The procedure used a retrograde approach. Angiography confirmed the femoral artery¿s suitability, with an insertion angle of 30¿45 degrees, and the vessel diameter was verified to be =5mm. There was no visible calcium or plaque at the puncture site, no nearby stent, and no vessel stenosis >50%. The site had not been closed by any closure device or manual compression within 30 days prior, nor were there signs of hematoma, arteriovenous fistula, or pseudoaneurysm. The operator was trained in using the device, and the exoseal vcd was stored and prepared according to the instructions for use (IFU). There were no visible signs of damage to the device or packaging before use. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during the withdrawal, and the guidewire could not be pulled out. There was no reported patient injury. There was no difficulty connecting the sheath with the exoseal vcd. The indicator wire cowling locked correctly, an audible click was heard, and pulsatile flow was observed. The device and sheath were retracted together until bleed back slowed or stopped. No black was shown on the indicator, the physician¿s thumb was not on the plug deployment button during retraction, and the indicator window did not show red. Upon removal, the indicator wire loop was deployed but could not be pulled. The patient was in normal condition post-procedure. The device was used after an intracranial artery flow diverter implantation, cerebral angiography, and percutaneous intracranial vertebral artery balloon angioplasty. The procedure used a retrograde approach. Angiography confirmed the femoral artery¿s suitability, with an insertion angle of 30¿45 degrees, and the vessel diameter was verified to be =5mm. There was no visible calcium or plaque at the puncture site, no nearby stent, and no vessel stenosis >50%. The site had not been closed by any closure device or manual compression within 30 days prior, nor were there signs of hematoma, arteriovenous fistula, or pseudoaneurysm. The operator was trained in using the device, and the exoseal vcd was stored and prepared according to the instructions for use (IFU). There were no visible signs of damage to the device or packaging before use. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found fully deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever fully depressed, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.